Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was removed and replaced due to low pacing impedance, low hv-coil impedance and a possible clavicle crush. The right atrial (ra) lead was also removed and replaced as it also appeared to have sustained a clavicle crush. During the procedure, a new left ventricular (lv) lead was attempted and would not track the patient's tortuous anatomy. Another location was chosen and the lv lead dislodged from that location. Another lv lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.